Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed total bilirubin (tbi) sample result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and instrument data files. Calibration and quality control were within customer¿s acceptable range and no issues were reported with other patient samples. The cause of the event is unknown. A potential product issue has not been identified. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed total bilirubin (tbi) patient sample result was obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed patient sample result was reported to the physician and was questioned. The same sample was reprocessed on the same dimension® exl¿ 200 integrated chemistry system. On (B)(6) 2023 the same sample was reprocessed in triplicate on the same dimension® exl¿ 200 integrated chemistry system for troubleshooting purposes only. On (B)(6) 2023 and (B)(6) 2023 additional patient samples from the same patient were drawn and processed on the same dimension® exl¿ 200 integrated chemistry system. The higher reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention and adverse health consequences due to the falsely depressed total bilirubin (tbi) result.